Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, a sales representative reported via email that an ar-2653cr clavicle fracture plate, which had been implanted during a procedure on (B)(6) 2025, was found to be broken. No additional clinical details or information regarding when or how the issue was identified were provided.